Manufacturer narrative:
(B)(4). The event occurred in 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black dot in the tubing of a small volume intermate. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Device manufacture date: january 12, 2015 ¿ january 13, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed the presence of a black spot, approximately 0.10 square mm in size, located on the exterior surface of the tubing. The black spot was not in the fluid path and therefore this complaint is non-reportable. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.